Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1: (telephone number): (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, after opening the outer packaging of the preloaded monofocal intraocular lens (iol), model dib00, and confirming it was intact, the inner packaging was opened to remove the lens. At that time, the lens was found to be cracked and could not be implanted. A replacement lens of the same model and diopter was immediately used, and the procedure was successfully completed with implantation of the replacement lens. No additional information was provided.